Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a cartridge loaded on the instrument. The cartridge was returned void of staples. The device was tested for functionality with a test device and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the surgeon was firing the stapler on the rectum. The device stapled, but the staple formation was decent on one side only; distal end had unformed staples and surgeon assumes the device did not close the jaws parallel. The surgeon had to use sutures instead and replace the intended staple line by suture line. There were no adverse consequences for the patient.